Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient experienced discomfort due to diaphragmatic stimulation caused by the left ventricular lead. Programming changes were unsuccessful, the lead was explanted and replaced. The patient was recovering in stable condition.